Event description:
It was reported that while using the bd ultra-fine¿ mini pen needles 5mm x 31g the non-patient end needle bent when placed on humalog pen. User tried to prime the needle 3times and it did not complete. Ended up bulged tip of pen. The following information was provided by the initial reporter: consumer reported found the non-patient end needle bent when placed on humalog pen. Feels she did not place it on straight to her pen. Tried to prime the needle 3 times and it did not complete. Ended up bulged tip of pen. Informed caller to call pen manufacture. Provided phone number.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd ultra-fine¿ mini pen needles 5mm x 31g the non-patient end needle bent when placed on humalog pen. User tried to prime the needle 3times and it did not complete. Ended up bulged tip of pen. The following information was provided by the initial reporter: consumer reported found the non-patient end needle bent when placed on humalog pen. Feels she did not place it on straight to her pen. Tried to prime the needle 3times and it did not complete. Ended up bulged tip of pen. Informed caller to call pen manufacture. Provided phone number.